Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was not impacted. Customer would continue to use the pump to resume insulin therapy.